Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was was found to be kinked after deploying the device and the device could not be recaptured. No patient complications were noted and the procedure was completed with this device.